Event description:
The customer reported to olympus the evis exera iii video system center screen goes black for a few seconds and then returned to a normal image. The reported issue occurred during an unknown diagnostic procedure while the equipment was plugged into the cart. The procedure was subsequently completed with the same device. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
At this time, it has been indicated to olympus that the device will not be returned for testing and evaluation. Post procedure, the customer contacted technical assistance center (tac), to troubleshoot the reported issue. Tac advised the customer to try plugging in the equipment into a different outlet and try to space the equipment apart. The customer was not in proximity to the equipment and could not perform the troubleshooting tips advised. Tac advised the customer to call back for further assistance when the customer had access to the equipment. Should additional information become available, or the evaluation is completed, a follow-up report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. Olympus will continue to monitor field performance for this device.